Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a blood glucose (bg) level over 600mg/dl. The high bg was addressed with an insulin drip. The cause for hospitalization was not provided. Multiple follow up attempts were made by tandem technical support; however customer did not respond and no additional information was provided.